Event description:
Healthcare professional reported ruptured implants diagnosed by ultrasound. This record relates to the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported left side ruptured implants. Healthcare professional additionally reported left "siliconomas in the axillary lymph nodes". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported left "siliconomas in the axillary lymph nodes". Device has been explanted and replaced.